Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and a cracked belt clip slot. The insulin pump passed the displacement test, basic occlusion, occlusion, excessive no delivery and prime tests. The motor passed the motor test and no motor error alarm was noted.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt for the second time. The blood glucose reading was 119 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.